Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing could not be conducted properly due to leakage from the body (part identified as the "s-body") and ud (up/down) angulation control knob. The cause of the leakage could not be further presumed. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the device evaluation, the following was found: the air water tube (aw tube) and jet tube(j-tube) has remaining foreign material from previous procedure. The reported fault was likely a result of insufficient reprocessing. Additionally, due to damage on the up/down knob, water tightness was lost. The suction cylinder had no color. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. The plastic distal end cover had a scratch. The adhesive around the light guide lens had a crack. The adhesive on the bending section cover had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope experienced the bending section cover (a-rubber) adhesive worn out. It was unknown when the event occurred. There was no report of patient harm or injury associated with the event. During testing and inspection of the returned device, it was discovered that the air/water and jet tube had foreign material, and the air water cylinder had foreign objects. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.